Event description:
During routine hep flush of indwelling venous catheter, sudden severe pain and twitching of lt arm. Flush discontinued. Cxr revealed dislodged catheter which had migrated into the rt atrium.